Event description:
It was reported via repair work order that there was a reduction in brake force due to broken casters stem. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.